Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete unique identifier (UDI) # and to correct discrepancies with product information in the gudid database. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is part of the 97072033-fa epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.

Event description:
It was reported that during a watchman procedure for left atrial appendage closure (laac), a versacross connect kit was selected for use. Upon advancing the dilator and the mechanical guidewire, the guidewire was stuck. Hence both the dilator and guidewire were removed together. To resolve the issue, a new kit was used and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis. It was further clarified that the patient did not have any leads or mechanical hardware present. The guidewire was not retrievable from the dilator. The wire was stuck in the dilator but with force, outside of the body the wire came apart (fractured).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is part of the 97072033-fa epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.

Event description:
It was reported that during a watchman procedure for left atrial appendage closure (laac), a versacross connect kit was selected for use. Upon advancing the dilator and the mechanical guidewire, the guidewire was stuck. Hence both the dilator and guidewire were removed together. To resolve the issue, a new kit was used and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis. It was further clarified that the patient did not have any leads or mechanical hardware present. The guidewire was not retrievable from the dilator. The wire was stuck in the dilator but with force, outside of the body the wire came apart (fractured).